Event description:
Healthcare worker experienced "tiny white patches" on both hands after touching a cyclesure biological indicator (bi) processed in a load which had completed its cycle. The worker went to the ER for an eval. Symptoms resolved in one day. The vaporizer plate was in place.